Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), genital haemorrhage ("heavy bleeding") and rectal haemorrhage ("bleeding into her rectum") in a (B)(6) female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she didn't have blood pressure issues until she had the essure. On (B)(6) 2008, the patient started essure. In 2009, the patient experienced abdominal pain upper ("stomach pains"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), rectal haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), headache ("headaches"), hypertension ("high blood pressure issues"), endometriosis ("endometriosis"), genital pain ("tender at the bottom"), pelvic pain ("pain") and nausea ("nausea"). The patient was treated with antihypertensives, surgery (hysterectomy, essure removed on (B)(6) 2015), surgery (hysterectomy, essure removed on (B)(6) 2015) and surgery. Essure was withdrawn. At the time of the report, the perforation, genital haemorrhage, rectal haemorrhage, abdominal pain upper, abdominal distension, headache, hypertension, endometriosis, genital pain, pelvic pain and nausea outcome was unknown. The reporter considered perforation, genital haemorrhage, headache, hypertension, pelvic pain and nausea to be related to essure. The reporter provided no causality assessment for rectal haemorrhage, abdominal pain upper, abdominal distension, endometriosis and genital pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: laparoscopy result was endometriosis (abnormal nos). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Company causality comment: a (B)(6) female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced perforation of organs, heavy bleeding (seen as genital bleeding) and had bleeding into her rectum. She underwent a hysterectomy to remove the essure implant. This case became legal. Heavy bleeding is an anticipated event according to the reference safety information for essure. Perforation of organs was considered unanticipated in a conservative approach, as the exact nature of the perforated organ was not described. The other event is also unanticipated. Genital bleeding may occur with essure therapy. Based on the nature of genital bleeding, a causal relationship with essure cannot be excluded. The exact date and mechanism of the perforation of organs was not specified. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. Essure is a method of local, mechanical action, being very unlikely that it may cause bleeding into her rectum. In this case, it was reported that endometriosis was diagnosed. Based on the provided information, company assesses this event as unrelated to essure use and cites the endometriosis as a plausible alternative explanation for this event. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. The product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. An updated product technical analysis is expected. Further information will be obtained through the litigation process.